Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The infusion pressure was calibrated and found to be stable. The company service representative monitored the infusion pressure during his service visit with no problem found. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "the surgeon stated the eye was hard and then went soft again" (intraocular pressure, delayed, uncontrolled). Product problem(s): "the surgeon stated the eye was hard and then went soft again" (decrease in pressure) (increase in pressure). The nurse reported that during the last case of the day, the surgeon stated the eye was soft. The nurse checked the infusion line and there was no blockage noted. The surgeon stated the eye was hard then went soft again, this occurred one more time and then the eye was normal again. The surgeon was able to complete the case. Additional info received from the nurse stated the event occurred mid-way during core vitrectomy. No system message displayed nor did any action trigger the event. The case was competed as planned. The nurse stated the pt outcome was good. No pt injury was reported.